Manufacturer narrative:
Corrected data; initial MDR inadvertently reported incorrect suspect device

Event description:
Information was received that the patient underwent a full explant. Return of the device is not needed as the root cause, manipulation, is known. Device history records showed that the lead was confirmed hp sterilized prior to distribution.

Manufacturer narrative:
Device return and analysis is not required as the root cause has been established.

Event description:
It was reported that from an image of the patient¿s neck, that the device lead is extruding. The patient is very mentally disabled, and was ¿playing¿ with the wound/scar leading to the extrusion. No known surgical intervention has occurred to date.